Event description:
During setting up the infusion pump for an MRI infusion, the nurse observed a free-flow condition with the infusion line, and discontinued use of the pump. No pt was involved with this event, as the infusion was not started.

Manufacturer narrative:
The pump has not yet been examined by iradimed corporation. Product is being returned to iradimed for examination, which has not yet occurred. The infusion set used at the time of the event was discarded by the hospital. This is the second report from the same hospital in less than 1 month of a similar event. This customer has recently begun using the product, and this event involved the same nurse as in the first event. F/u training has been performed at this customer site since this event. Investigation is still in process. A f/u report will be filed within 30 days of this report.